Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2015-00466 / 00467).

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2006 and a left total knee arthroplasty on (B)(6) 2007. Subsequently, the right knee was revised on (B)(6) 2015 and the left knee was revised on (B)(6) 2015 due to unknown reasons.